Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms damage to the female threads. The lead, second, and third threads are deformed and their material has been forced towards the fourth thread. This is consistent with the device being impacted without being fully threaded into by the mating item. The load of the impact is transferred to the threads rather than the implant. It should be noted, the mating item has not been returned. There are numerous deep scratches and gouges on the material on the outer diameter housing the threads. The tap has been deformed. A search of the complaints databases identified no other reports against the product/lot code combination. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The root cause is attributed to inadvertent user error. No corrective action has been indicated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Suspected defect of threads of the stem. The smaller, inner threads of the reclaim stem wouldn not allow seating of the reclaim reaming guide or any of the proximal body trials.